Event description:
It was reported that the machine continues to drive down. No injury reported. A field engineer spoke with the customer and determined the footswitch down button was stuck. The customer "managed to free stuck switch" and the system was working as intended.